Event description:
The customer reported to olympus, the evis exera iii video system center exhibited flickering image between a good image and a black screen. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
It was reported that the customer called the olympus technical assistance center (tac) for troubleshoot help and was assisted by an olympus representative. Troubleshoot was successful by the olympus rep advising the customer to check and tightened the loose sdi cabling and the image then became stable. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field are update: date of event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, based on the facts obtained in the investigation, it is assumed that the image was displayed intermittently due to a connection failure because the phenomenon improved when the sdi cable was reattached. The investigation was unable to confirm the reported issue because no further information was available. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during a colonoscopy procedure. The procedure was successfully completed using similar device with no delayed.